Event description:
It was reported that a manufacturer representative was called during a dye study and a revision was done once it was determined that the catheter was leaking. However, the catheter was just disconnected. The catheter had to be revised because the collet and the pin inside were not placed on the catheter correctly. The healthcare provider (hcp) opened the spinal incision and found that one side of the catheter was disconnected from the pin in the collet. He reattached it and bolused the connected portion of the catheter still intact from the pump to the connector pin to troubleshoot and everything was fine there, so he then reattached the catheter to the pin on the other side. When finished, the catheter was aspirated and then primed. It was also reported that the ¿tubing¿ was going subcutaneously prior to the ¿revision of the pump¿ on (B)(6) 2015 to fix it. As of (B)(6) 2015, the patient was doing fine. However, as of the following day, the patient was getting effective therapy, but was sick. The reporter was not sure what exactly was wrong, but it was not due to the therapy, per one reporter. The patient was being dose higher to get back to the 2000 mcg daily dose like it was before the original catheter was replaced (see manufacturer report # 3004209178-2015-03524). Also at this time, his ¿urine grew enterococcus¿ and the patient went into ventricular tachycardia, was shocked, and was transferred to the intensive care unit (ICU) for electrophysiology. On (B)(6) 2015, the patient was admitted to the intensive care unit (ICU). The patient was extremely spastic and, per the patient¿s mother, the patient was not getting his baclofen and was going through withdrawal. As of (B)(6) 2015, the patient was at 1450 mcg. It was noted that a manufacturer representative had been working with an on-call physician almost every day at the hospital, per the orders of the patient¿s managing physician, to increase the patient¿s dose. It was noted that the patient was transferred to a different hospital because the patient¿s parents were unhappy with the managing physician¿s care. However, the managing physician was still giving dosing orders. The device system was used to deliver gablofen. The cause of the event and final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 8785, lot# n511709, implanted: (B)(6) 2015, product type: accessory. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8784, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that, at the time of this report, the patient had (B)(6), a urinary tract infection (uti), and a heart issue. All of these events were unrelated to the pump and revision surgeries. The patient was still in the hospital, but the date of the admission was no known. They had been transferred to the intensive care unit (ICU), and now they were still in the hospital but they were out of the ICU.